Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. H3: product analysis of product:8350312, lot:k22m1373 visual inspection confirmed the rod holder has broken due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having rod replacement spinal therapy for rod fracture. Levels involved was l2/s2. Initial surgery happened on (B)(6) 2023 for institute fixation with openness for dish/reverse chance fracture. Levels involved was l2/s2. It was reported that the revision surgery happening because a patient who had fixation at l2/s2 underwent a reoperation to replace the rod due to rod fracture at l4/5. The fractured rod was removed, and a new rod was installed. During this process, the rod was held using the corresponding rod holder in order to rotate it. After the rod was installed, the rod holder was removed from the surgical field and was found to be damaged. There were no patient symptoms reported. There were no further complications reported regarding the event.